Event description:
Reporter alleged obtaining discrepant back to back glucose results of 88 mg/dl and 187 mg/dl when all tests were preformed with in 10 minutes on advantage system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.